Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead pacing impedances and loss of capture (loc). The patient was hospitalized with 3rd degree heart block and a junctional rhythm of 40 bpm. An x-ray was performed and it appears that there was lead body damage due to subclavian crush. Surgical intervention was performed and the rv lead was surgically abandoned. One week later this pacemaker detected out-of-range impedances on the new rv lead. All measurements on this lead were within normal limits. No intervention was performed and the patient will be monitored. New information indicates that 8 years later this device has been explanted and returned for analysis.